Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in the ambulance and was pronounced dead at the hospital on (B)(6) 2013. The cause of death was ruled as cardiomyopathy. The caller stated that the customer had developed eyesight issues and diabetes complications that may have led to the customer's passing. When the ambulance go there the customer's blood glucose was 53 mg/dl. The customer was disconnected from the insulin pump and they started treating with dextrose. The customer was not using sensor. The caller agreed to return the insulin pump for analysis.